Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after the patient experience significant pain in the implant location. The patient was told by the physician that the device may have been too close to a nerve causing excess stimulation and pain. No new device was implanted. No additional adverse patient effects were reported.